Manufacturer narrative:
Failure analysis revealed that all the buttons functioned properly and no sticking button noted. No moisture damage found on the keypad traces, electronic or motor assembly. The device was received with cracked display window corner, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had normal blood glucose levels of 110 mg/dl. The customer reported that there was crack in the upper right hand side of the screen of the insulin pump. The customer also reported that moisture could occasionally be seen on the insulin pump. The customer further reported that one of the buttons of the insulin pump was unresponsive. The customer was advised that the insulin pump will need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.